Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported the battery casing fell off in pieces. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.